Event description:
Allegedly, patient was revised due to loosening - socket/lysis ? Socket/adverse soft tissue reaction to particulate debris revision njr number: 5174915. Side:l primary asa: p2 - mild disease not in.capacitating.